Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent or dislodged cannula or determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).

Event description:
It was reported the patient¿s blood glucose level reached 400 mg/dl after wearing the pod between 24 and 36 hours. Upon removal of the pod the cannula was found to be bent as well as dislodged from the infusion site. As treatment, a new pod was applied.